Event description:
Pt underwent procedure utilizing a suture anchor on (B) (6) 2010. During the procedure, the anchor was deployed and a piece of the wire remained in the anchor. The surgeon was able to retrieve the wire piece from the anchor. Another anchor from the same lot was attempted for use with the same result. There was no delay to the procedure or injury to the pt reported.